Event description:
It was reported that the crosssail was used for pre-dilatation of a cerebral artery (contrary to IFU). During withdrawal of the catheter, the shaft separated. The distal segment was retrieved with a snare device.